Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 57.7-58.3cm from the connector pin. The etfe coating was intact at this location.

Event description:
This report is to advise an event during an analysis.